Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the previous driveline repair site was confirmed through the evaluation of the image provided by the account. A specific cause for the observed damage could not be conclusively determined. The account reported that the during a routine clinic visit, the patient¿s previous driveline repair was noted to have become unglued at the distal-end. The image provided by the account revealed a break at the distal-end of the grey tubing, causing it to separate from the repair site. No damage was observed to the underlying black tubing and no driveline wires appeared to be exposed. Rescue tape was applied to the driveline. The information provided indicated that no adverse patient consequences, alarms, or functional issues with the left ventricular assist system (lvas) were reported in association with the event. The patient remains ongoing on heartmate (hm) ii lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 11aug2016. The hm ii lvas instructions for use (IFU) and patient handbook provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's previous driveline repairs were reported under MFR # (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during a routine clinic visit the patient's previous driveline repair was noted to have become unglued at the distal end. Rescue tape was applied to the driveline.